Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, there is not any probable cause for the malfunction reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rigid video laparoscope to the service center for a separate issue. During device analysis, the service repair technician indicated that fiber breakage and a bent outer tube were found, and the outer tube had dents and scratches on the distal edge. There was no patient involvement.